Manufacturer narrative:
The reported events of no pacing output and inability to interrogate were confirmed. The device analysis indicated there was no telemetry communication and no output. The device was cut open to enable further testing and the battery was found above elective-replacement level. Extra power consumption was observed during analysis, consistent with a hybrid anomaly.

Event description:
It was reported that the device was not pacing and could not be interrogated. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.